Manufacturer narrative:
(B)(4). (B)(). Lot number 13m011 was manufactured november 5, 2013 - november 6, 2013. A batch review revealed that two units ruptured during the final product testing of the lot. (B)(4). The re-work process would not adversely affect product/material. (B)(4) is cosmetic and will not impact the functionality of the device. A review of the manual batch records revealed product met the acceptance criteria for release one unit has been received for evaluation with approximately 100ml of fluid in the bladder. The unit has no evidence of leak or silicone oil inside its housing. A functional leak test was performed by filling the bladder with green colored water. After fill, no evidence of leak was observed. The next day, there was still no evidence of leak observed. Based on the evaluation finding, the reported "leak" condition was not confirmed for the unit received. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that an intermate was observed to have a small drop of solution at the bottom of the housing after filling. This malfunction was identified prior to use on a patient. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.